Manufacturer narrative:
(B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the tip was drilled. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to too much lateral force be applied causing the cutter to come into contact with the neuro tip. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the tip of the craniotome device was drilled. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.